Event description:
A cartridge change error was reported with the pump, which led to the customer's blood glucose level exceeding 500 mg/dl, registering as "high." The customer addressed the elevated blood glucose level by administering a correction injection via mdi and did not require any incapacitating assistance from others despite involving a third party. Technical support (cts) guided the customer through various troubleshooting steps, including inspecting and cleaning the pump's components, but the customer was unable to successfully reload the cartridge. Cts further assisted in filling and loading a new cartridge but ultimately referred the customer to customer service assistance for escalated troubleshooting.